Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient underwent a revision procedure wherein ipg was replaced and leads were added due to the need of better coverage. The patient was doing well postoperatively. Explanted device was discarded.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient underwent a revision procedure wherein ipg was replaced and leads were added due to the need of better coverage. The patient was doing well postoperatively. Explanted device was discarded.